Manufacturer narrative:
Phillips has received no additional information including no additional testing results. Phillips is in the process of obtaining more information concerning this event and this complaint is still under investigation. A supplemental report will be sent once the investigation is completed.

Event description:
The customer reported that the involved device alarmed at the bedside. The involved device did not alarm in the other rooms, it was networked to alarm in.